Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ap6581 /1129t and no non-conformances related to the reported complaint condition were identified. Summary: three pictures were received for evaluation. It was observed an opened overwrap package with a needle/suture broken at the swage area product code 1129t. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify event/procedure date? 2. Procedure name? 3. Could you please clarify if suture thread came off the needle during use on the patient or before use on the patient? Please specify. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The suture thread came off the needle, at the time it was going to be used for suturing during the surgical procedure. No harm to surgery or patient. There were no patient consequences. Additional information has been requested.